Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose was unknown. Troubleshooting could not be done because the issue was a past event that had already been resolved. The customer stated that he was able to resume insulin pump therapy. The customer returned the infusion set and reservoir for analysis. Advised that repalcement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.